Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent had moved distally on the balloon and the distal portion of the stent was damaged as it moved out over the distal balloon cone. The type of damage evident to the crimped stent is consistent with an un-deployed stent experiencing resistance during withdrawal attempts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed (B)(6) 2015. The target lesion was located in the proximal left anterior descending artery (lad). A 20 x 3.00mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.